Manufacturer narrative:
Age at time of event: approximately(B)(6) old device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesions were located in the left anterior descending (lad) and circumflex arteries. A 3.00 x 20 synergy ii drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent was crumpled. The procedure was completed with another 3.00 x 20 synergy ii drug-eluting stent with good results. No patient complications were reported.